Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs100 intra-aortic balloon pump (iabp) unit had loop leak alarm. No patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b3.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 e1 (initial rep name, city, telephone). (Type of investigation, investigation findings, investigation conclusions). The customer mentioned that no similar alarms occurred after communication with them, and they were unable to confirm which specific device was involved, so no device information could be provided. They also stated that no similar clamping incidents have been reported, and that there is no maintenance report available for the five replaced spare parts. Information regarding the specific device was not confirmed.